Manufacturer narrative:
Corrected information was provided in d1 (brand name). Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the selector knob not working was the malfunction of the circuit board.

Manufacturer narrative:
There was no patient involved in the reported event. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the selector knob of an automated impella controller was not working.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.